Manufacturer narrative:
(B)(4). The recipient was explanted on (B)(6) 2017. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly underwent a mastoidectomy, subtotal petrosectomy, and device explantation. The recipient was treated with antibiotics for 1 day. The recipient's condition is stable and the implant area is clean with no infection. The recipient will be reimplanted at a later date.